Manufacturer narrative:
(B)(4) - above rated burst pressure. Evaluation summary: the device was returned for evaluation. The reported deflation issue was not confirmed. The reported difficult to remove balloon catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation issue or difficult to remove balloon catheter reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 95% stenosed eccentric lesion in the mildly tortuous proximal left anterior descending (lad) artery. The 3.5x15mm nc trek balloon dilatation catheter (bdc) was prepared for use according to the instructions for use (IFU). After deployment of a 3.0x20mm non-abbott stent implant, the nc trek bdc was advanced and inflated to 18 atmospheres (which is above rated burst pressure of 14 atmospheres) to post-dilate the non-abbott stent implant. However, after inflation, the nc trek bdc could not be deflated. The indeflator was switched to a syringe; however, the nc trek bdc could only be partially deflated, and was removed from the patient's anatomy partially inflated with resistance noted. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: inflation: 20/30 indeflator; stent: 3.0x20mm promus element; other: syringe. Above rated burst pressure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.